Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that a patient presented with over-sensing of noise and high pacing impedance noted on the patient's right ventricular lead. This resulted in patient dizziness. Corrective programming changes were made. The patient was stable throughout.